Manufacturer narrative:
(B)(4). Results: (endoleak). Conclusions: other (lack of info).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 4 years ago. Aneurysm size was not reported. It was reported that currently the device is about 15mm below the renal arteries with no proximal endoleak present (MFR 2953200-2011-00182). There is no way of knowing whether this represents migration, neck elongation, and/or misplacement at time of implant. The pt also had an iliac aneurysm distal to the left iliac limb which was treated with a 20 flare limb and cuff, so it was ectatic to begin with. It is now 42mm in diameter. The physician plans to exclude this aneurysm by placing stents into the external iliac. The pt is scheduled to have a procedure later this week.